Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic ventral umbilical hernia repair on (B)(6) 2014 and mesh was implanted. It was reported that on (B)(6) 2015 the patient underwent a subsequent  removal surgery of the mesh, and found that the mesh had disconnected and was torn, leaving fragmentation of the mesh into surrounding tissue. The patient was implanted with mesh to fix the umbilical hernia  on (B)(6) 2015.  She has experienced and continues to experience pain in lower part of her stomach, sores on her stomach, blisters, stinging sensation around the area of surgery, and removal of her naval. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 7/8/2019.

Manufacturer narrative:
Additional information.